Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained oversensing due to myopotential oversensing were observed during follow-up. The noise was not reproducible with provocative and isometric tests. The physician elected to take no action. The device remains implanted. The patient was in good condition.

Event description:
New information received indicates that another instance of non-sustained oversensing due to myopotentials were observed. The noise was reproducible moving with deep breaths. Programming changes were made and the noise was unable to be reproduced. The patient was in good condition.